Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient was hospitalized. The patient initially called to report an inaccuracy, and was requesting a replacement of their receiver. During the same call the patient mentioned they went to the hospital, and were hospitalized, but refused to provide further information about the event. The patient solely insisted that ¿something was wrong with the receiver¿. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.